Event description:
During a ptca treatment procedure the maverick2 monorail balloon ruptured at 7 atms on the second inflation. (The initial inflation was to 6 atms.) The lesion being treated was a calcified, 99% stenotic lesion in a tortuous proximal rca. The pt was asymptomatic during this event. The maverick2 monorail balloon catheter was removed and replaced with a momentum balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.